Event description:
Reported via patient call center it was reported that a patient experienced bleeding. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro laa closure device was implanted on (B)(6) 2025. The patient reported to the call center that she was taking eliquis prior to her watchman implant and received the watchman related to bleeding issues while taking eliquis. After her watchman procedure, the patient advised that her surgeon placed her back on eliquis. The patient mentioned before she left the hospital to go home on (B)(6) 2025, she felt slight tingling in her feet and ankles but didn't think much about it at the time. The patient stated that later, the tingling sensation in her feet and ankles spread to her head. Patient stated she did contact her watchman surgeon to report this issue and was told to go to the emergency room (ER). Patient stated she has been in the hospital since (B)(6) 2025 and is currently undergoing tests to isolate the bleeding location. Patient also noted to have needed to have a blood transfusion. No further information was provided.